Event description:
The pt's wife reported that her husband had been very dizzy and was passing out. The pt was admitted to the hospital and had been "tested for everything"; including heart issues (dates and tests not reported). No heart issues were found. She stated the hcp was now trying to rule out the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.